Manufacturer narrative:
Correction: upon further review, this complaint was found to be not reportable.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
Patient information was unavailable from the site. UDI not available at the time of filing. Device manufacture date is not available at time of filing. Device not returned to manufacturer for evaluation.

Event description:
Medtronic received information that after downloading the patient cd onto the navigation system, the patient's name was not appearing in the patient list. The site received a 100% completion message on the image download and selected 'done'. Unable to see patient in the list so surgeon aborted navigation for the surgery. There was no reported impact on patient outcome.